Manufacturer narrative:
Initial.

Event description:
It was reported that a user started a dexcom g7 continuous glucose monitor (cgm) sensor and then experienced a brief sensor issue accompanied by cgm signal loss and a dosing stops soon notification, which was traced to the ilet being configured to the wrong cgm type and an incorrect pairing workflow. No adverse clinical symptoms reported. Outcomes included transient interruption of automated dosing until correct pairing was completed. User support included troubleshooting and education, review of alarm history, and verification of cgm configuration and sensor serial number. Investigation of this case revealed user setup error leading to incorrect sensor type selection and pairing, which produced signal loss and dosing interruption alarms; no device hardware malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup and configuration.